Event description:
"Evar to treat left hypo aneurysm. Left hypo was coiled first. Then evar case started. Placed treo main body on right access site. We deployed graft successfully. All steps normal following. At the step of removing delivery system out and leaving the leave behind sheath is when the complaint happened. The delivery part got stuck inside the valve and they weren't able to remove it. They did not want to pull harder and risk loosing wire or hurting patient so they got a new sheath (gore dryseal) and removed the whole treo main body with sheath and placed gore sheath. This is a new treo user. His 3rd case and I was just selling him on the positive of having a leave behind sheath and this happened. Not ideal situation. I have the device to return. I have scan, case plan, fluoro images. The access and external iliacs all were big and not tortuous.". Patient outcome - "no patient related issues as of right now.".

Event description:
"Evar to treat left hypo aneurysm. Left hypo was coiled first. Then evar case started. Placed treo main body on right access site. We deployed graft successfully. All steps normal following. At the step of removing delivery system out and leaving the leave behind sheath is when the complaint happened. The delivery part got stuck inside the valve and they weren't able to remove it. They did not want to pull harder and risk loosing wire or hurting patient so they got a new sheath (gore dryseal) and removed the whole treo main body with sheath and placed gore sheath. This is a new treo user. His 3rd case and I was just selling him on the positive of having a leave behind sheath and this happened. Not ideal situation. I have the device to return. I have scan, case plan, fluoro images. The access and external iliacs all were big and not tortuous." Patient outcome - "no patient related issues as of right now."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.